Manufacturer narrative:
During pre-repair assessment performed by technician, investigation revealed device bearings were damaged. The device was repaired and returned to customer on (B)(6) 2013.

Event description:
Customer reported the console displayed error message e6. (B)(4).